Manufacturer narrative:
(B)(4). Medical product- tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog #: 00598003702 lot #: 62133462; stem extension straight 11 mm dia x 100 mm length(combined length 145 mm) catalog #: 00598801011 lot #: 61919979. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were reported for this event 0002648920-2017-00451 and 0002648920-2017-0452. Product expected, not yet returned.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to wear. It was noted that there was dark residue at the junction of the tibial tray and stem. There were no complications or delays reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, this device is not relevant to the event.